Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was not fed into the jaws properly and the clip fell out when the device was used for mesenterium. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? -- the information was not provided from the hospital. Did any clips drop into the patient? -- yes. If so how was the clip retrieved? - with a forceps via a trocar. Did the retrieval of the clip alter the procedure or patient care? -- no. What vessel or structure was the device fired on at the time of the event? - blood vessel. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes.